Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "elastic swellings", and "disappointed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® ultra smile in lp6, m1-2, c1, and c6. 1 month later, patient experienced "sudden elastic swellings in the entire injected area", which persisted for 2 weeks. Patient was "disappointed" that the filler might need to be dissolved and the results nullified. Patient treated with ciproxin 2dd750 mg, which did not resolve the swelling, patient then received hyalase and is continuing with the ciproxin. Symptoms ongoing.

Event description:
Healthcare professional (hcp) reported "there was complete resolution of symptoms without permanent damage as of 2 months after onset." Hcp indicated additional treatments were: 2xhylase, ciproxin 2dd750 mg 21 days and prednisolon 1dd30 mg 14 days.

Manufacturer narrative:
Additional, changed, and/or corrected data: